Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/23/2014 with the following findings: the pump was never used for basal delivery. There were multiple ¿call service (cs) 24¿ empty active basal program alerts on (B)(6) 2013. There was no activity outside of normal use observed. The returned battery cap and cartridge cap were used to complete the investigation. The pump was exercised on a 24 hour 1 unit/hour basal program and successfully reflected 24 units. There were no errors, alarms or warnings that occurred during the investigation. The pump performed within specification. Use error was determined to be the cause of the reported allegation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, animas received notification that the "pump was not working." There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.